Event description:
The facility reported an infusion pump with failure code 814.01. Info was not provided regarding whether or not the device was in pt use when the event occurred. According to the hosp rep, no pt injury or medical intervention had beeen reported related to the device.